Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The reported complaint symptom (iipv (dv > 200% of fv)) was not confirmed. The reported complaint symptom scale reading error warning) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact indicated to technical support that repeated scale reading error' warnings' have occurred during 'drain 4 of 5 (3392ml/2007ml)' of the treatment. The patient's treatment data was assessed for 150% and 180% increased intraperitoneal volume (iipv) and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 3 where 4430ml drained. This drain is 221% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of the prescribed fill volume of 2007ml is 3613ml. Therefore, a reportable malfunction has occurred. No discomfort experienced at any point in the tx. The patient cancelled the remainder of the tx. The liberty cycler was replaced. The patient did not report any complications as a result of the overfill. Additional information was solicited.